Event description:
Hosp unable to supply enough latex-free gloves to rptr. Rptr had to wear latex gloves towards the end of the shift. Their hands were very red/tender. Rptr developed cold sore-like painful blisters and bleeding sore around lips where rptr supposes they had touched their mouth while wearing the gloves or after rptr had taken the gloves off but had not yet washed hands. 9 days later, the sore still bleeds, very irritated.